Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The investigation and service were reported to be completed by the customer. The customer replaced the bdu cpu pcb. The device passed all functional tests required for this product.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The puritan bennett customer support engineer (cse) updated the software and conducted final testing.